Manufacturer narrative:
The physical inspection of the received device confirmed the needle guard and adhesive backing applied during final assembly remained attached, suggesting the device was not worn by the patient. The device was found to have generated an alarm. The probable cause of the alarm was due to the needle mechanism deploying into the needle guard, which would have caused back pressure in the fluid path. Additional evaluation findings suggest the patient may have prematurely activated the device prior to proper application, as the needle had deployed into the needle guard. Additional information requested regarding device returned. Information provided noted that the customer could not recall if the correct device was returned for evaluation.

Event description:
As the investigation findings concluded the device was not worn a follow up was made. The patient cannot recall anymore if the correct device was device sent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 32 mmol/l (577 mg/dl) while wearing the pod. The patient felt sick and went to the hospital where she was admitted for 5 days. At the hospital, the patient was treated with insulin infusions. The patient does not recall anything unusual about the pod and duration of pod use as well as pod site were not indicated.